Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred on 08-06-2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6). Was returned for evaluation. An external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined post investigation as the allegation was not found.